Event description:
Per the clinic, the patient experienced an infection and a skin flap breakdown. The patient was treated with antibiotics (specific date, type and duration not reported), however, the issue did not resolve and the receiver/stimulator extruded. The device was explanted on (B)(6) 2020 and the patient was reimplanted with another cochlear device on the contralateral side during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 20, 2024.